Event description:
In 2004, I had a heart ablation with 5 heart caths to my r/groin - I woke to a nurse yelling at me to take a pill but I was very confused and scared as I felt as though I was being shocked like a strobe light and speed of it - to say the least, it was very horrible - I then remember the nurse saying - well, if you're not going to take this pill. I will just throw it away -which she threw the pill across the room in the trash can - I remember telling her that I could not breathe and she said that it was normal -that my throat is swollen from the tube in my throat for so long -12 hrs. - my daughter and girlfriend were in the recovery room with me and the nurse but which I didn't know until I heard them say to the nurse that he doesn't know what's going on and that she should not be talking to me that way and that if she doesn't like her job she should get another. She then told both her and my girlfriend to leave the room. I don't know how much time had passed but the nurse came back in and she whispered in my ear that she would still be the one to pull those cords out of my leg (in a very mean voice). I opened my eyes and looked at her and could see, who she was. I was very scared -however, by then my daughter and girlfriend had asked to speak to my dr -cardiologist- to complain about the mis-treatment I was getting and so my dr then came and said something to them. I could hear them yelling. Then the nurses director came in and was in her dress and by now I was coming around and knew what was going on. The director and many nurses, some of them, came into my room but not the mean/rude nurse. The director then asked the one nurse for the very large morphine syringe and she began to give me the med and told me that she was going to take over and that I would be taken care of. Just about 1 min later, I hear her go and all the nurses held me down. I could see the door at the bottom of my feet and guess who I see come in, it's the mean nurse and she reaches down and pulls all of the cords at once with a quick jerk. As you can imagine, it felt as though they had chopped off my leg. As I screamed I remember it looked like piano wires. I was still having a lot of trouble trying to breathe and was choking from fluid in my airways. I then coughed for 4 days before they released me but was finally able to cough up the fluids -I may have ruptured the very hole they could not get to stop bleeding which means they released me with my leg bleeding -most likely. Please read below about them not getting one of the holes to stop bleeding. The following month, I developed a pseudoaneurysm at those cath puncture sites -due to the staff not completing the closure properly on one of the puncture sites after my heart ablation - I know this due to the nurse saying she could not get the last one to close and just started dabbing and blowing on the hole to get it to stop bleeding on the outside of my skin. They then just covered the site with bandage and sent me to my room where as I understand they were to remove the bandage and see if my leg was bleeding, etc -however, all they did was run their stethoscope around the bandage for the next 4 days. One month later, I was put back in the hosp to have a closure procedure which uses compression to the vein. It is called a femstop procedure, was told they were only allowed to try 4 times -the procedure was performed by a tech. I was released the following day. Next month, I had told all medical doctors I saw that my leg was hurting badly, including the cardiologist -was sent for sonogram of groin again to check for the possibility of another pseudoaneurysm had developed - I was told that my pain was due to a lymph node that was swollen - I was referred to a surgeon for further follow up - was told that they would like to take 1 of my lymph nodes out from under my arm pit and was to come back in 2 weeks for the operation. After returning, I was told that it appears that the lymph node had shrunk. At that, since I was still having pain, they would check my prostate, -which they did and said that it was swollen and possibly was causing the pain in my groin/leg and gave me anti-biotics. I went home and after 2 weeks the pain was just too much, I was then sent to a urologist. He stuck his finger in my butt and pressed on my prostate and said do you feel that in your groin. I said no. He said get up, you need to go to the hosp asap it's not your prostate. So I went back to the hosp and was there for 4 days while the neurologist and internal med doctors ran many tests - they then told me that they feel that it is neuropathy and that my injury is most likely due to the femstop procedure and that due to the fact that the tech was not able to close the vein with the equipment - after more than 7 hrs - and as the drs said -the tech most likely used the femstop equipment more like 40 times than 4 times by trying repositioning and then squeezing each time on my groin and that my femoral nerve and other nerves in the area were damaged due to this procedure, I would need to follow up with a neurologist and pain mgmt - I went for nerve conduction test two times in which they found the nerve damage. It is called lateral femoral cutaneous nerve compression, I am 100% disabled from this treatment and it has put me in a wheelchair/walker and taking many pain meds. Dates of use: 2004. Diagnosis or reason for use: pseudoaneurysm. Event abated after use stopped: no.